Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r reported that the patient reported they had their ins removed but the doctor left the lead in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.